Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 242.4030 was confirmed and replicated during the investigation. An internal inspection was conducted, which revealed a broken air in line sensor assembly. The sensor assembly was replaced with a known-good part from the dchu laboratory for testing purposes only. Preventive maintenance was performed using alaris system maintenance (asm v12.5). No alarms or error codes were displayed during the test. A primary infusion was programmed with rate of 12 ml/h and volume to be infuse (vtbi) of 50 ml and was left infusing for approximately four (4) hours. There were no errors or malfunctions observed, the infusion ran as expected. Review of the pump module error log showed the reported error code 242.4030 (motor_stall_failure) was recorded two (2) times between 28 august 2025 to 29 august 2025. Event log review showed no infusions were performed during 28 august 2025 nor 29 august 2025, the last loaded infusion was recorded on 23 august 2025 at 4:19 pm with rate of 50 ml/h and volume to be infused (vtbi) of 995 ml, there is no record of further infusions. The issue of air in line (ail) assemblies for damaged op1 sensor was escalated via dir 10000433430. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code 242.4030 was identified as a physically damaged air-in-line sensor (ail) assembly, the sensor was found to be broken at the optical sensor (op1) causing the channel error 242-4030, once replaced the suspect device performed within specifications. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Note that this report lists imdrf annex a040502, a0721, c0503, c0201, c0601, d08, d15, g02017, g02005, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had motor stall failure. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had motor stall failure. There was patient involvement but no harm.